Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced frozen screen. The customer's blood glucose value was unknown. The customer stated that the screen is not completely blank. The customer mentioned that the time clock does not advance. The customer was advised to revert to the back-up plan. The product was returned for analysis.